Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they ended up with an infection on the suture and they first noticed infection signs probably a week ago. Patient stated they had to turn everything off and wait for another week or so to get back to it. The patient was redirected to their healthcare provider to further address the issue. Agent documented reported event. No further action was taken by patient services (ps).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). They reported that the patient called on (B)(6) 2026 with concern of infection. They were seen the same day for evaluation. Patient was started ion 14 day course of doxycycline. Patient was called on (B)(6) 2026 and stated they had some slight improvement. The patient then was seen on (B)(6) 2026 for re-evaluation with more improvement. Patient was scheduled to come back on (B)(6) 2026 for appointment. They were still currently on antibiotics.